Event description:
Pump suddenly alarmed saying "battery needs service" and stopped the infusions. This pump was and had been plugged in my entire shift. Manufacturer response for large volume infusion pump, plum duo (per site reporter). Vendor came on site on [redacted date] and performed performance verification checks and device passed all tests. Device cleared to return to use.